Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/patient and alleged that her one touch ultra meter was missing segments on the display. The medical affairs specialist spoke to the reporter on march 20, 2008 and verified the following information. According to the patient's mother, the reported issue started sometime in first week of february. However, she kept using the same meter. The patient takes novalog through insulin pump. The patient's mother stated that she was adjusting dosage of her novalog based on the interpreted results on the meter with missing segments. On one day prior to original date at around 6:00 pm, the patient tested her blood glucose and received a message of "hi" blood glucose, which appears when blood glucose level is more than 500 mg/dl. However, the patient interpreted it 81 mg/dl due to the reported problem and did not take any additional action. At around 9:00 pm, the patient started experiencing vomiting and dehydration. The patient's mother tested her blood glucose at that time on a back-up meter and received a reading of "high blood glucose" and "high ketones". Her mother administered a bolus, 4 units of novalog. Few minutes later, she administered another 3 units of novalog and kept watching her blood glucose until it came back to normal range. The reporter was unable to provide information on what kind of readings she was receiving prior to receiving "hi" message at 6:00 pm and how much insulin was administered that day, as her daughter or her husband had done that. The customer service agent (csa) verified that interface cable was not attached to the meter. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient's mother claimed the patient misinterpreted her blood glucose result due to the reported issue and could not provide proper treatment to herself and later, developed vomiting and dehydration as well as obtained a high blood glucose reading on the reporter's glucose meter.